Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer. The video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 large and confirmed the image failure. The technical service representative connected the customer's video baton 2.0 to a known, good, test glidescope gvm monitor and a known, good, test glidescope spectrum smart cable. When the connection between the video baton 2.0 and the spectrum smart cable was manipulated, the image flickered with horizontal rainbow lines. The camera image quality test was performed and failed. The technical service representative attributed the "poor image quality" / "intermittent image" to connector failure. Since no repair is available for the glidescope video baton 2.0 large and a replacement video baton 2.0 was already provided to the customer, the video baton 2.0 large used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, moving either the cable or the baton caused a double screen or a flickering image. The customer's biomed stated that there are no image issues if the cable and baton were held still. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.